Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 30ml ll barrel cracked. The following information was provided by the initial reporter: it was reported that during the preparation of cytotoxic medication, cytostatic solution leaked due to a hairline crack in the syringe. This incident resulted in damage amounting to 5,800. The attached complaint report must be reviewed and taken into consideration. During use.